Event description:
It is reported that the item was found broken in a loaner tray.

Manufacturer narrative:
Evaluation codes: as returned, the bit is fractured distal to the smooth part of the shaft. Breakage might have been caused due to application of high torque along with bending/deflection during use in the bone. The exact cause analysis cannot be determined with certainty. The device history records were found to be intact and conforming indicating manufacture to specification. There is no indication that design or manufacture contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device.